Event description:
The pt was seen at the implant ctr for device eval in october 1999. Testing at the ctr confirmed that the device was no longer functioning and explantation/reimplantation was recommended. Revision surgery has not yet been scheduled. Pt will be reimplanted with another clarion device.